Event description:
A male with severe cleft palate had a gastrostomy tube placed last week in the morning. The balloon had ruptured, the tube was disloged and the patient brought emergently to the operating room for replacement that afternoon. It was an open gastrostomy tube placement initially with a 12-french 1.0 cm mic button in stamm or open fashion. The patient was prepped, stomach identified, eviscerated, placed pair pursestrings, 4-0 pds sutures, into the stomach. The mic-key button passed through abdominal wall, balloon was checked with water and held water for three minutes prior to passing it throught the abdominal wall. Once it was past through the wall, we checked it again and confirmed that there were no leaks or openings. We made a gastrotomy and put the tube inside the stomach. It was inflated with three ml of water. We secured the sutures around the tube and then pexied it to the anterior abdominal wall. The pressure in the balloon was checked and there have been no changes. Then a local antesthetic was injected throughout the field. The fascia was closed with a 3-0 pds suture. The skin was closed with a 4-0 monocryol dermabond. The patient tolerated the procedure well, extubated and was transported to picu in satisfactory condition. There was an emergent revision and replacement of the gastrostomy tube the next day. I placed three ml in the stomach. I then pexed the stomach to the anterior abdominal wall with a 4-0 pds suture. I checked the balloon once again and filled it to five ml of fluid and closed the wound. The patient went to nicu and was ultimately discharged from hospital two days later.